Event description:
International affiliate reported that a pt underwent right hepatic lobe resection on (B)(6) 2006. Surgical drains were placed at the level of the lobe excision and the diaphragm. The surgeon noted that drainage from the region of the right lobe was not sufficient after about 16 days. The device was removed and a noso-gastric tube placed. The pt developed systemic sepsis at an unspecified time and subsequently expired on (B)(6) 2006. The surgeon opines that poor intraperitoneal wound drainage contributed to the sepsis.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2006. (B)(4). Poor wound drainage. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental report will be submitted accordingly.